Event description:
Visiting nurse for the patient called to report that the patient is losing multiple v-go's per month due to various issues. The patient is experiencing issues with the adhesive pad not staying attached to the body. Patient wears her v-go on her abdomen and has been using v-go for about a year. Patient uses proper preparation for v-go application and v-go is free from clothing or other interference.